Event description:
Reporter indicated a vns wand was unable to interrogate a patient's vns generator and error messages were received. Troubleshooting for future interrogations was given, such as repositioning the wand and checking the wand battery. The reporter stated the manufacturer would be contacted if the event occurred again. All attempts for further information from the reporter have been unsuccessful, and the reporter has not contacted the manufacturer to date regarding further problems with the vns wand. A battery estimate performed with the patient's in-house vns programming data yielded 3.66 years remaining on the generator battery, likely ruling out generator end of service as a reason for the inability of the wand to program.